Event description:
A talent thoracic stent graft system was implanted in a pt for the emergent endovascular treatment of a ruptured fusiform thoracic aneurysm of zone 2-4. The proximal aortic neck was 38 mm in diameter. The pt has a prior implantation of a 24-25 mm in diameter synthetic graft in the descending aorta; the proximal end of the synthetic graft was reinforced with teflon felt and was 22 mm in diameter. It was reported that a conduit was used to deliver the devices, and a 32 x 28 mm talent graft (MFR report # 2953200-2010-01356) was placed into the distal part of the aneurysm and into the synthetic graft, followed by a 40 x 40 mm talent graft placed proximally (MFR report # 2953200-2010-01355). A slight proximal type I endoleak was observed but resolved by ballooning, and the procedure was completed. One day post-implantation, a routine CT demonstrated a junctional type iii endoleak between the two talent grafts, which may have been caused by infolding of the distal talent graft that was potentially constricted by the felt material at the anastomosis with the synthetic graft. The physician elected to intervene by placing a 26 x 26 mm talent graft, which successfully resolved the type iii endoleak. During the intervention, a new proximal type I endoleak was observed. The physician elected to place another 40 x 40 mm talent stent graft proximally; however, the graft ended up covering the left common carotid artery, and a slight endoleak still remained. The physician elected to place a covered stent from another manufacturer and then performed a chimney technique to successfully perfuse the left common carotid artery. No further treatment was performed for the type I endoleak. At a CT acquired several days later, it was confirmed that the type I endoleak had resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results: endoleak, arterial and venous occlusion; pre-operative ruptured aneurysm; device was used for treatment of a pre-operative ruptured aneurysm. Conclusion: pre-operative ruptured aneurysm; device was used for treatment of a pre-operative ruptured aneurysm.

Event description:
Additional information from the investigator indicated the following information. It was reported that the patient became unconscious and had hematemesis. The patient had a recurrence of an aortic bronchial fistula. On the same date, the patient passed away due to rupture of thoracic aortic aneurysm. It was unknown the causality between this event case and the relevant device.

Manufacturer narrative:
(B)(4)